Event description:
Technician alleged that the head brake casters continue to swivel while in the lock position. No pt impact.

Manufacturer narrative:
The technician replaced the head brake casters, hex rod and brake linkage to resolve the issue.